Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, mid superficial vein graft to the circumflex artery, the xience v stent delivery system could not cross the target lesion. The device was removed without reported incident. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. Though requested, no additional information was provided. Return device analysis revealed the stent implant was returned dislodged from the balloon and located on the proximal shaft. The stent implant was expanded and there were bent struts on the entire length of the stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report submitted, additional information received stated that the physician was not aware of a stent dislodgement and it did not occur during the procedure. It is likely that it occurred during packaging for device return to abbott vascular.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood and contrast visible on the stent implant, balloon and shaft, consistent with handling and the sds advanced into the patient anatomy. The stent implant was returned dislodged from the balloon and located on the shaft. The stent implant was expanded and there were bent struts on the entire length of the stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Follow up information confirmed that the stent dislodgement did not occur during the procedure; therefore, it is likely that the sds was inadvertently pressurized; resulting in the stent expanding and further handling during packing for return analysis likely resulted in the noted stent damage. The tip length was measured and met manufacturing criteria. The stent outer diameters were unable to be measured due to the damage noted to the stent implant. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the failure to advance. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are visually inspected for stent damage.